Event description:
Information was received indicating that a smiths medical cadd extension set was leaking. It was reported that the customer found a hole in the filter. No adverse effects were reported.

Event description:
Investigation results completed and will be updated in h 10.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd extension sets. Sample one arrived after use without oringal package. The extension set was visually inpected from 12-14 inches and under normal illumination conditons of lighting. During this phase, no anomalies were discovered. Testing to replicate complaint was done using hydrostatic vessel ID:8.0088, due date: january 2020. No leaks were found. Reviewed manufacturing that was done on device and no practices revealed this could occur on (B)(6)2019, when device entered manufacture after decontamination.thirty two (32) samples p/n (B)(4); l/n 3901752 were visually inspected and no abnormalites found. Quality engineer was evaluting all practices and out of samples sent no leaking was duplicated. No action was taken for root cause was not established. Production personnel was notified by the quality engineer of the failure mode reported by the customer on (B)(6)2019.